Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 90597004017, nexgen articular surface regular constraint 17 mm height, lot # 61664439. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06498. Device location unknown.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately 4 years ago due to unknown reasons. Review of invoice history indicates that the femoral and articular surface were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.